Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving a pump a vs. B volume error alarm during fill 1 of 2 of treatment and the treatment was cancelled. Fluid was discovered on the external of the cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete peritoneal dialysis treatment using new supplies and the cycler. The patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler and showed physical damage on front panel assembly. There was no evidence of dried fluid present within the cassette compartment and there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. A post accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the accelerated stress test. There were no visual discrepancies encountered during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving a pump a vs. B volume error alarm during fill 1 of 2 of treatment and the treatment was cancelled. Fluid was discovered on the external of the cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete peritoneal dialysis treatment using new supplies and the cycler. The patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving a pump a vs. B volume error alarm during fill 1 of 2 of treatment and the treatment was cancelled. Fluid was discovered on the external of the cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete peritoneal dialysis treatment using new supplies and the cycler. The patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.